Event description:
The customer reported that the insulin pump had a black screen. The blood glucose reading was 435mg/dl. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the motherboard. The device had cracked reservoir tube lip, cracked battery tube threads, scratched screen, and cracked case near the display window corners.